Manufacturer narrative:
A ge representative evaluated the system and reset the memory nodes, reloaded system software and calibration files, and reloaded calibration files. The system operates as intended.

Event description:
The customer reported the system displayed an a-d channel 15 error and would not complete boot up. No patient injury was reported.